Manufacturer narrative:
A thorough technical investigation was performed including evaluation and analysis of system logs. The software engineering team identified a software issue where the previous acquired image is briefly displayed when initiating a new exam. A solution has been developed for inclusion in a future software release. The ultrasound system is in service with no additional similar issues reported.

Event description:
A customer reported encountering an incident where a patient¿s data was mixed with another exam. According to the feedback details, images from a previous study appeared in the next patient¿s exam. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported encountering an incident where a patient¿s data was mixed with another exam. According to the feedback details, images from a previous study appeared in the next patient¿s exam. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.